Event description:
The user facility reported that during a therapeutic colonoscopy, the video image blacked out. The users reported to have briefly recovered the video image when the endoscope connector was manipulated. However, the users elected to utilize a different, but similar device to complete the procedure. There was no complications and no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The video image was found intermittently flickering and static. There was also no narrow band imaging (nbi) function or ID data transmission. The device passed the leak test. However, there was evidence of moisture and corrosion inside the electrical connector unit, which was found to have caused an electrical short, and damaged the flexible printed circuit (fpc) terminal, likely causing the user's experience. The fpc terminal was replaced and the video image, nbi function, and ID data transmission were found to be functioning properly. As the device passed the leak test, user handling likely contributed to this report. This report is being filed as an MDR in an abundance of caution.